Manufacturer narrative:
Device evaluated by manufacturer. The device was return for analysis. Returned product consisted of a guidezilla guide extension catheter. The tip, distal shaft, collar and hypotube were microscopically and visually inspected. Inspection revealed a complete separation at the collar/shaft, tip damage (misshapen), and numerous kinks in the distal shaft. Inspection of the remainder of the device found no damage or defects. The reported shaft fracture was confirmed.

Event description:
It was reported that a shaft fracture occurred. A guidezilla guide extension catheter was selected for use. During the procedure, when the device was withdrawn, it was noted that the shaft became fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that a shaft fracture occurred. A guidezilla guide extension catheter was selected for use. During the procedure, when the device was withdrawn, it was noted that the shaft became fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.